Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and a 5f size delivery system was used. Additionally, photo was received from the field and it appears to show the device deformity. Based on the information received, the cause of the reported device deformity could not be conclusively determined. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6mm amplatzer duct occluder ii was selected for implant on (B)(6) 2023 using a 5f amplatzer torqvue lp. During the procedure the device took on a cobra shape. The device was replaced with a new amplatzer vascular plug ii. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient status was stable. There were no adverse effects to the patient.